Manufacturer narrative:
H3) the straight suction 9733449 lot# 7191 was returned to the manufacturer for evaluation. After visual/physical and functional tes ting, the reported issue was confirmed. The returned straight suction would not verify when attached to a known good tracker. The suction displayed a divot error of 2.4mm to 2.6mm. The analysis concluded that the failure mechanism was that it would not verify. Codes b01, c13, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the clinical consultant (cc) had a bent straight suction probe in his trunk stock. There was no patient involvement reported.